Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the lanyard was missing after an opt844 nasal cannula was opened. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint nasal cannula was returned to fph in (B)(4) in an unsealed condition. It was visually inspected for the reported missing lanyard. Results: visual inspection revealed that the lanyard and its tag were missing, confirming the reported fault. The delivery tube appeared to have been stretched near the connector end, where the lanyard is fitted. A lot check could not be done as no lot number was provided. Conclusion: the opt844 nasal cannula consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The nasal cannula is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt844 nasal cannula is shipped to the customer fully assembled. We have standard operating procedures in place detailing the assembly instructions for the opt844 nasal cannula. All nasal cannulas are visually inspected before leaving the production line and those that fail are rejected. Any omissions would have been detected during this process. This suggests that the lanyard and its tag went missing post production. (B)(4).